Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's health care provider (hcp) dismissed her because she 'went against policies' on her medications. The patient was having a difficult time locating another hcp to manage the pump. It was reported the patient denied ever failing a drug screen. It was noted the patient's next refill date was (B)(6) 2012. The patient was in more pain than she was before the pump and it was reported the health care provider had lowered the bupivacaine in the pump 'substantially in (B)(6)' and that made 'her worse and in more pain.' It was noted the baclofen in the pump had done wonders for the patient's muscle spasms but other medications for the pain have not helped. It was noted the patient was exhausted and aggravated. It was also reported the patient fell in september. The device system was used to administer fentanyl, bupivacaine, and baclofen. It was later reported an alarm was heard on (B)(6) 2013 and telemetry confirmed a non-critical alarm occurred. The alarm was due to a low reservoir volume reached. It was also noted the patient saw the personal therapy manager (ptm) error code 8254 on (B)(6) 2013 and it noted the time 06:13. It was reported the patient had been due for a refill at the end of december. The patient had last been filled on (B)(6) 2012 and was now without a managing hcp. The patient was trying to work with basic home infusion but it was reported they were not going to be able to intervene before the pump ran dry. It was noted the patient was hearing the alarm more frequently. The patient 'went through some pretty good withdrawals already' and quit using her boluses to try to prolong the medication in the pump. It was also reported the patient was not getting the pain relief that she did with the 'patches,' which had worked better for her. It was later reported the 'main alarm' hadn't gone off yet but that the critical alarm was. It was reported, 'it's just been so bad over the weekend I feel like I'm going to have to go to the hospital.' The ptm error code 8254 was reported to still be seen and it was reported 'the date keeps changing.' It was later reported the patient had been treated for symptoms of withdrawal at a hospital. The pump was reported to have been still alarming and the plan was to silence the alarms. It was later reported the patient had started feeling the withdrawals 'a week ago.' The patient was seen in the hospital on (B)(6) 2013 at which time 'they refused to turn off the pump as they didn't implant the pump.' It was reported the patient had been dismissed previously from her hcp in '(B)(6) 2012 because he said she was abusing pain meds.' The patient was treated for the symptoms of withdrawal at the hospital but the alarm was never silenced on the pump and the patient was looking for assistance in shutting the pump off. It was reported the critical alarm had been going off for '2-3 weeks now.' It was later reported the patient had been discharged from the hospital as of (B)(6) 2013. It was reported the pain management nurse indicated no assistance was needed with the pump as the patient had been discharged. It was later reported, 'the hospital did not touch it and no one ever came to the hospital to read the pump.'

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).